Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "sensor ended" message with the adc device. The customer was contacted and indicated that due to this issue, they experienced dizziness and required treatment of sugar water by a family member. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform a "sensor ended" message with the adc device. The customer was contacted and indicated that due to this issue, they experienced dizziness and required treatment of sugar water by a family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) was returned for investigation. Visual inspection was performed on the returned sensor, no issues were observed. The sensor plug was properly seated in the mount. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was de-cased and no issues were observed on the printed circuit board assembly (pcba). The battery was measured and determined to be within specification. The returned unit was observed to be in bluetooth low energy (ble) advertising mode at the time of termination, indicating that the bluetooth radio component was faulty. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.